Event description:
On 24-may-2024, during the preventive maintenance (pm), the device was reported to have a flowrate issue.

Manufacturer narrative:
This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable. Range for the flow rate. Consequently, it necessitated a recalibration of the pump. This pump flowrate was recalibrated from from 5 to 1 fail at 203.20 4.79 it passed at -0.76, 1. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon further evaluation, it has been determined that the flow rate deviation does not meet the criteria to be classified as a complaint. The flow rate was within specifications. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon further evaluation, it has been determined that the flow rate deviation does not meet the criteria to be classified as a complaint as it failed at 4.79%. The flow rate was within specifications. The passing specification is +/- 5%. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. The previously filed MDR# 3006575795-2024-00321-2 submitted to the FDA is a duplicate of MDR# 3006575795-2024-00321-1. Refer to MDR# 3006575795-2024-00321-1 for details. Reference to complaint # (B)(4).